Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported the lead displayed zero ohms. Re-programming was performed by turning the ¿tachycardia and pacing therapies off.¿ no patient complications have been reported as a result of this event.